Event description:
A pt with tabs alarm in place s/p previous fall at this hosp had second fall; nursing assistant reported call came to her phone, but no beeping or voice was heard to indicate tabs was alarming. Pt subsequently diagnosed by CT scan with subdural hematoma; it is not clear whether first or second inpatient fall caused injury. Pt transferred to ICU for close monitoring; also, closely followed by neurosurgery; no surgical intervention required. The pt was managed conservatively, her condition gradually improved, and she was discharged to long term care in 2008.